Manufacturer narrative:
A visual inspection was performed on the returned device. The reported patient-device ncompatibility - wall apposition could not be confirmed as the stent was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined; however, factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. The reported treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to the mid left anterior descending artery. The 3.0x33mm xience stent was deployed; however, the middle portion of the stent failed to expand. Three inflation at 16 atmospheres for 30 seconds each were attempted; however, the stent remained under expanded. Further dilation was performed with a 2.5mm non-abbott balloon at 22 atmospheres. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.